Manufacturer narrative:
(B)(4). No customer samples were provided. No pictures were provided. We have no remaining inventory of this material/batch. No further information or clarification was provided. We forwarded the complaint to our affiliated headquarters in (B)(4). From which we receive this product. According to their investigation and comments, a check of the production documentation did not reveal any deviations which could be associated with the complained error. Therefore, the alleged malfunction cannot be determined.

Event description:
Customer states failure. Upon request for additional information regarding the complaint, the customer advised that they completed in-house testing. For the testing, a new pack of the said lot was opened, and different phlebotomists were asked to draw with the tubes under the manager's supervision to monitor the technique. Out of the 15 test tubes drawn only one was slightly below the minimum range marked on the tube. That was due to inexperience of the phlebotomist removing the tube hastily. The manager was also at the clinic (pre-surg), where the case was reported to verify their technique. The manager's finding revealed some inconsistencies in their technique after watching them draw a patient. They saw the difference between the first and second draw after keeping to the instructions while the manager watched the draw. The manager's conclusion was that this particular case is isolated and user related.